Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturing number: 2017865-2021-30798. It was reported that the patient presented for a follow up in-clinic. Upon interrogation, it was noted that the right ventricular (rv) lead and the left ventricular (lv) lead exhibited failure to capture. An x-ray was performed and the lv lead was found to be dislodged. The rv and lv leads were explanted and replaced. The patient was in stable condition.